Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation was able to confirm a type 3a endoleak with component separation, a type 3b endoleak, stent migration, and aneurysm sac growth. The clinical evaluation additionally found the following potential contributing factors to the reported event; patient anatomy, a prior endovascular repair, and metastatic lung cancer. The review of the manufacturing lot confirmed all devices met specifications prior to release. The event devices remain implanted in the patient and were not available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event at this time.

Event description:
Additional information, it was reported the patient treatment was postponed due to the patient having lung cancer. It was reported the patient has been under surveillance and there has been no observed endoleak.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the patient had a procedure on (B)(6) 2011 with a bifurcated, suprarenal aortic extension and a limb extension. The physician found an endleak 3b through a routine surveillance and plans to reline with medtronic thoracic graft on (B)(6) 2015.